Event description:
It was reported that @176144 joules; 18:55 minutes, the fiber was damaged. An alternative procedure (resection) was used to complete the procedure. No damage to the patient reported. Additional information was not reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the metal exhibits melting at the output window; the metal cap adhesion location exhibits burnt glue; the metal cap is loose from the glass cap; the beveled edge at the output window is off center. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.